Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. A visual inspection was performed to reveal any gross visual defects that would contribute to the complaint condition, however none were observed. To test the functionality of the device, the jaws were clamped onto a test strip. From this operation, it was observed that the jaw could not firmly clamp onto the test strip. The actuator of the device pushed downward, and it was observed that the actuator to jaw pin was missing. This type of failure is known to occur when the user actuates the jaw and clamps an excessive amount of tissue, therefore causing stress in the actuator to jaw pin. When excessive stress occurs in the actuator to jaw pin, the pin can break therefore is a potential root cause for the reported failure. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the sales rep's expressew iii without hook jaws would not close. The sales rep stated that they were on the last suture when the issue developed. The case was completed with a free needle with no patient harm or delay. The device is being returned for evaluation.